Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the manufacturing & expiration dates are currently unavailable. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation and the patient experienced diaphragmatic paralysis that required physical therapy and prolonged hospitalization. It was initially reported that they lost green tip overlay function for the qdot catheter when the esophastar was disconnected. Then it was reported that there were high force readings for the qdot despite multiple re-zeroing. No errors displayed on the carto 3 system. The catheter cable was replaced without resolution. The catheter was replaced and the issue resolved. The customer¿s initial reported catheter visualization and high force reading issues were not considered to be MDR reportable since the potential risk that these issues could cause or contribute to a serious injury or death is remote. On 19-aug-2024, additional information was receive that indicated that the patient experienced partial phrenic paralysis following the case. The injury occurred on the date that the procedure occurred (B)(6) 2024. Chest x-ray showed phrenic nerve palsy on (B)(6); included sniff test. The partial phrenic paralysis had been resolved and that the patient was stable. Supportive intervention such as physical therapy was provided after the case. The patient fully recovered, however, required extended hospitalization for monitoring purposes. The physician's opinion on the cause of this adverse event is the procedure.

Manufacturer narrative:
On 13-sep-2024, additional information was received indicating the lot # for the device involved is 31374760l. As such, field d4. Lot has been updated with this information. Device investigation details: additionally, information was received indicating the device is not available for return. As such, an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31374760l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).